Event description:
It was reported that while in the cardiac cath lab, the iab-s840c was inserted via the left femoral artery without issue. The intra-aortic balloon (iab) was connected to the intra-aortic balloon pump (iabp), pump kaat ii plus/serial number (B)(4). The purge was completed after the standby button was pressed, but the alarms went on constantly and the pump stopped. All the connectors were checked again and appeared to be in the right position and then the x-ray showed the tip of the iab was no inflated completely. As a result, the iab was removed. A new iab kit was opened and inserted via the right femoral artery (new insertion site) successfully. There was no report of pt death, complications or injury. No medical/surgical interventions was required. There was no delay or interruption in therapy noted. The pt outcome was fine.

Manufacturer narrative:
(B)(4).